Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that the safety device falling off. Verbatim: complaint via email. Email(s) attached. For ref 305762 lot # 5199735 we've had multiple reports of the safety device falling off. I still have one of the needles, but is there anything else you would recommend?

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.